Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a problem with fiber optic balloon. There was no harm reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a problem with fiber optic balloon. The pump had the optical module fail. There was no harm reported.

Manufacturer narrative:
Corrected data: h6 (clinical and impact code).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated: b4, d8, d9, e1 (initial reporter and event site email) g2, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation finding, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and replaced the fiber optic module. The fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated: b4, g3, g6, h2 and h11. Corrected: h6 (investigation findings).